Event description:
It was reported that when implanting the intraocular lens (iol) into the left eye, a piece of material (possibly a particle/piece from the cutting process) came out. The foreign material was removed from the patient's eye as soon as it was detected by manipulating the iol's surface with viscoelastic to separate it from the anterior face of the lens. There was an increase in the surgical time and intraocular manipulation, with no foreseen consequences for the patient. The lens remains implanted and the patient has fully recovered. No further information is available.

Manufacturer narrative:
Pt. Info.: per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: n/a (not applicable). The lens remains implanted. (B)(6). The intraocular lens (iol) and particle have not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.